Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date for this event. System check data has not been supplied to date. The customer reported to bec hotline that qc was failing due to a mis-seated aspirate probe on the wash carousel of the access instrument. After appropriately seating the aspirate probe back into the wash carousel housing, the customer was able to repeat qc and obtained passing results within established limits. Service has not been dispatched for this event to date, the customer did not require service as they were able to trouble shoot the issue themselves. It was not determined how the aspirate probe became "mis-seated" on the wash carousel; therefore no root cause has been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining failing qc results while the customer was in the process of repeating questionable patient sample results, generated by the unicel dxc 600i access immunoassay system and used in conjunction with access accutni reagent (pn (B)(4), lot # not provided). The customer indicated that the testing of patient samples was performed at the same time of completing a qc run. The qc testing performed outside of the customer's ranges high so the customer then questioned the patient sample results that were obtained. The customer reported to bec hotline that no erroneous results had been generated or reported out of the laboratory in connection to this event. The customer also reported to the bec hotline that all patient results generated at the time of this event were repeated on a different instrument and all repeat results matched the initial results. Patient result data was not supplied by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.